Manufacturer narrative:
(B)(4). Batch # n91762. Device analysis: the device was returned with no apparent damage. The blade tip was not broken off as reported by the customer. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and a crack was located at an area inside the tube proximal to the tissue pad. The blade broke off during the analysis. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to how this issue occurred. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. A batch history record review was performed, and a protocol was created during the manufacturing of this batch but was not related to the event description. Additionally no defects or nc related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the titanium tip breakage during the procedure. The breakage piece was retrieved by forceps and was discarded. Changed another one to complete the procedure. There was no report on patient injury.